Event description:
An administrator reported an intraocular lens (iol) tore the back of the capsular bag. The iol was removed and replaced with another model lens. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The product was damaged and this damage was not mentioned by the customer. One haptic was bent-gusset and distal area. The optic was pressed against two posts of the lens case. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/15/2010, 02/22/2010 and 03/01/2010 by phone, fax, and mail. A completed questionnaire has no been received. (B) (4)